Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and was not able to reproduce the problem. All the plunger and tip clamps were cleaned and inspected. The instrument was tested without further problem, and returned to svc.